Manufacturer narrative:
The reported events were unacceptable threshold and helix mechanism issue. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning and by applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within product specification. The cause of the reported event of helix mechanism issue was isolated to the overtorqued of the inner coil and helix being clogged with blood/tissue. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited high capture thresholds. The helix would not come out properly and it was taking too much time, so the lead was removed and replaced. The patient was in stable condition.